Manufacturer narrative:
The computer of the navigation system was returned to the manufacturer for evaluation. Testing found that the graphics card of the system experienced a malfunction. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: 9735602, serial/lot #: 1941099, UDI#: (B)(4). Initial reporter: foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the computer was replaced. A system checkout was performed and the issue was resolved. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a ent procedure. It was reported that the staff decided to reboot the system because the imported patient exam was not recognized by the system. After they did a complete shutdown the site started the system but it remain with a black screen. Both navigation and imaging were aborted causing less than an hour delay in the case. No impact on patient outcome.